Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined, though this may involve potential use error (e.g., application of stapler across thicker than ideal tissue for white reloads). Isi has not received the instrument or reload(s) involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs were also reviewed. There were two sureform 45 stapler instruments used in this procedure. The first stapler used was sureform 45 stapler instrument (part #480445-04, lot #l90220217-0266) and per the tool table, this instrument fired 12 reloads; however, the available logs only show 10 of the 12 firing events. The first 2 firing were white reloads. The remaining firings used were 2 blue reloads, followed by 7 green reloads, followed by 1 white reload. The ten firings available in the logs were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. The second sureform 45 stapler instrument (part #480445-04, lot #l90220217-0271) fired 5 reloads (2 blue followed by 3 green). All firings were completed per the logs. The first firing had 1 or 2 pauses for compression, and the remaining firings had no pauses. There were no incomplete clamps by this instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure, tissue was observed being pushed out of the sureform 45 stapler while the instrument was firing. The surgeon alleged that the blade did not cut through the target tissue (stomach). To resolve the issue, the surgeon initiated another reload, and fired again to continue the conduit creation. A day after the surgery, the patient had unspecified symptoms. The patient required additional surgical intervention and was returned to operating room due to a leak in the staple line. The causes of the customer reported failure mode and post-operative complication are unknown.

Event description:
It was reported that during a da vinci assisted esophagectomy procedure, tissue was observed being pushed out of the sureform 45 stapler while the instrument was firing. The issue occurred while the surgeon was creating a conduit between the esophagus and stomach. Initially, a blue reload was used. The reload paused during compression, then continued firing. During the next reload, the surgeon switched to a green reload. The stapler was swished in between reloads. While using the green reload, the surgeon applied compression to the target tissue (stomach). While the stapler was firing, the surgeon observed the tissue pushed out instead of firing across the tissue. There were no audible or visual error messages noted. The surgeon alleged that the blade did not cut through the target tissue (stomach). Although there were malformed staples observed; it was confirmed that no loose fragments fell into the patient. The surgeon did not encounter any obstructions while using the instrument. It is believed that no buttress material was used. Also, the surgeon did not observe any calcification, tissue tension or bunching. To resolve the issue, the surgeon initiated another reload, and fired again to continue the conduit creation. There was no bleeding observed during the procedure. It is unknown if a leak test was performed intraoperatively. It was also reported that the day after the surgery, the patient had ¿concerning symptoms.¿ the patient¿s symptoms are unknown at the time of this report. However, a re-operation was performed, and a leak in the staple line was identified. The estimated blood loss (ebl) is unknown at the time of this report. Intuitive surgical, inc. (Isi) contacted the surgeon to obtain additional regarding the reported event. However, the surgeon was unwilling to share any information due to confidentiality issues.